Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. H3, h6: part number: 03.632.074; synthes lot number: 6670696; supplier lot number: n/a; release to warehouse date: 20may2011; expiration date: n/a; manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the t-handle t25 stardrive shaft f/matrix-long (part # 03.632.074, lot # 6670696) was received at us cq. The device was received in an assembled state. There are light surface scratches on the shaft of the device. There are mild nicks/wear on the distal tip of the device. Both cosmetic issues are consistent with normal wear. Sections of the threaded portion are also broken off. This agrees with the reported complaint condition, thus confirming the complaint. Device failure/ defect identified? Yes, the threaded portion of the stardrive shaft is nicked and broken. Dimensional inspection: the ø 4.6mm of the threaded portion of the shaft got measured drawing: screwdriver shaft, matrix t25 stardrive, ¼-20 thread outer diameter: ø4.6 +0.03/-0 mm measured diameter = ø 4.60 mm conclusion: the measuring result does show conformity. No product design issues or discrepancies were observed during this investigation document/ specification review: the following drawing(s) was reviewed: t25 stardrive screwdriver, t-handle matrix. Screwdriver shaft, matrix t25 stardrive, ¼-20 thread. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a screwdriver shaft was found to be broken. There was no patient involvement. This report is for 1 of 1 for (B)(4).